Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an elective device replacement, diagnostic imaging confirmed there were externalized conductors on the right ventricular (rv) lead. The lead remains implanted and will continue to be monitored only. The patient was stable with no adverse consequences.